Event description:
Bowel obstruction, dense inflammation. About 3 weeks ago, the pt had undergone a roux-en-y jejunal bypass to reverse a gastric bypass procedure done 25 years ago. Just before closing, the surgeon placed two sheets of seprafilm under the midline incision covering parts of the transverse colon, omentum, and small bowel. On post-operative day two, the pt presented with symptoms of bowel obstruction (not tolerating fluids, mild abdominal distention). Endoscopy revealed a normal anastomosis, but at 45-50 cm, the endoscope would not pass, suggesting a kinking of the small bowel. The pt was observed over the next few days, but the obstructive symptoms became worse. On the fifth post-operative day, the surgeon re-operated on the pt. Findings included a dense, highly inflammed, fibrotic process in the location where the seprafilm had been placed. Surgeon described the omentum and mesocolon as being "hard as a rock". The source of the bowel obstruction was as follows: the mesocolon had contracted causing the loop of bowel (which had been passed through the mesocolon as part of the previous operation) to kink. Surgeon was able to free the loop of bowel from the contracted mesocolon to relieve the obstruction. No tissue samples were sent to pathology. After a somewhat protracted postoperative course, including nasogastric decompression, vomiting, abdominal pain, and prolonged hospitalization, the pt improved and was discharged. Reportedly, the pt was hospitalized from 4/7/2000 through 5/1/2000. Several requests have been made by genzyme to obtain additional info regarding this case. A follow-up report will be submitted if this info is received.